Event description:
Device was found in standby mode during a follow-up interrogation. After re-initialization, the device seemed to work correctly.

Manufacturer narrative:
(B)(4) this event concerns a device that was manufactured and used outside the us. Analysis is pending.